Event description:
It was reported that the insulin pump keeps turning off and the customer's mother has to be checking on the customer during the night. Customer was unable to troubleshoot at the time and requested a call back; attempts to contact the customer were made and could not be reached. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.